Event description:
It was reported that a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. It was recommended to replace the device within 90 days. At this time, the s-ICD remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. It was recommended to replace the device within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. It was recommended to replace the device within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. Recently, the required signed patient consent form was provided, and this s-ICD was able to be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was exhibiting premature depletion. It was recommended to replace the device within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. It was stated that the required consent form was not signed by the patient and this device remains retained at the healthcare facility. Therefore, no product return is anticipated.